Manufacturer narrative:
The subject device was discarded by user facility and could not be returned. The exact cause of the user¿s report could not be conclusively determined. As a result of the checking the manufacturing record of the lot for the year from the delivery date due to the unknown lot, nothing abnormal was detected. Process inspection sheets. Quality inspection sheets. Based on the similar cases in the past, it is likely that crushing the calculus failed due to hardness or shape of the calculus, and the basket wire remained biting into the calculus, causing the subject device to get stuck in the bile duct. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. Warning: a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, tube sheath not completely retracted in coil sheath etc.). Stop use when any abnormality is detected.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus inside the bile duct, the physician could not crush it and remove it from the basket on (B)(6) 2017. The physician cut off the sheath and pipe of the subject device. The endoscope was removed while the calculus and the basket of the subject device remained stuck in the bile duct. On the following day, the physician attached the basket wire of the subject device to the mechanical lithotriptor handle (bml-110a-1). The calculus was crushed. The physician completed the procedure. There was no patient injury reported regarding this event.